Manufacturer narrative:
The actual device returned was received in a condition that made evaluation impossible. A device from the same lot was evaluated and the failure could not be duplicated. A visual inspection and functional evaluation as per iso specifications for leakage, did not confirm the condition reported and or the cause of the event. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe manufacture and assembly processes. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a rate of less than one in ten million units in relation to the total volume of syringes produced.

Event description:
Leakage during injection process using physiological saline combined with hdp.